Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced stimulation in the wrong location. It was noted on x-ray that the lead had moved, following a fall. The pt's implantable neurostimulator system was, subsequently, removed and replaced. It was later reported that the pt's device had been explanted due to a dead battery. The device had, previously, been turned "way up," following the pt's fall. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the implant quit working and had only worked for about the first 6 months. It was indicated she was implanted with her current stimulator because the previous stimulator implanted in 2010 was not working. It was noted that an x-ray was performed and found a bend lead. The patient was told it may have been because patient fell but patient was not sure. The patient stated she fell but was not sure if that was what affected the lead. "The manufacturer guarantee was good for 1 year." The patient was told they were going to replace the lead but they replaced everything.